Event description:
Consumer reports toothbrush head breakage during use. This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
(B)(4):device manufacturer date for the head is 06/20/2012 and the device manufacturer date for the handle is 06/26/2012.(B)(4).